Manufacturer narrative:
The ams700 ipp cylinder was visually inspected and functionally tested. There was a leak in cylinder body that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder was not functional test due to leak was identified.

Event description:
It was reported that about 3 months ago, the patient went to the hospital for pain. Tests confirmed an infection. The site of the infection was the left cavernous body. The inflatable penile prosthesis cylinder was removed for treatment. A new inflatable penile prosthesis cylinder was implanted. After the surgery, the patient was stable and healthy. The event resolved..

Event description:
It was reported that about 3 months ago, the patient went to the hospital for pain. Tests confirmed an infection. The site of the infection was the left cavernous body. The inflatable penile prosthesis cylinder was removed for treatment. A new inflatable penile prosthesis cylinder was implanted. After the surgery, the patient was stable and healthy. The event resolved.